Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at the hospital.

Event description:
It was reported the patient had an initial implant on (B)(6) 2011 with a bifurcated stent and suprarenal aortic extension. The patient came in emergently and the physician identified aneurysm sac growth. The physician elected to explant the devices. The explanted devices had a large hole in the material. Following the completion of the subsequent endovascular procedure there have been no additional adverse events reported for the patient.